Manufacturer narrative:
(Initial reporter facility name): (B)(6). Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. Prior to the procedure, there was no difficulty experienced upon setting up the device. When they tested the device outside the patient, it was noticed that the bands could not be deployed. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. Prior to the procedure, there was no difficulty experienced upon setting up the device. When they tested the device outside the patient, it was noticed that the bands could not be deployed. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the trip wire was cut. The slack's returned position suggested that it was not taken up correctly. The post did not show insertion marks of the trip wire, indicating that the trip wire was not secured. The suture thread was in good condition and the velco strap was cut, possibly during the device removal. The returned ligator head had six bands attached, some of them had moved from their position and overlapped. The device was observed under magnification and the trip wire was cut. The ligator head teeth were found bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had six bands attached, some of them had moved from their position and overlapped. Also, the ligator head teeth were bent/damaged. It was found that the trip wire and the velcro strap returned cut, since there is not more information it is possible that they were cut at the time of removing the device. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the slack was not taken up correctly and the trip wire was not secured. These conditions, not taking the slack up correctly and unsecured trip wire, could have caused the device to not work as intended, resulting in the device being unable to deploy. It is very important to the correct operation of the device that the user take up the slack and to secure the trip wire correctly, otherwise it will slide inaccurately, and it will not have the required precision, so, the bands cannot be deployed as intended. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.